Manufacturer narrative:
Concomitant medical products: ddbb1d1, ICD, implanted: (B)(6) 2016. This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. Product event summary: the lead was not returned for analysis. However, performance data collected from the device memory was received, analyzed, and no anomalies were found.

Event description:
It was reported that during implant of a new implantable cardioverter defibrillator (ICD), the new device alerted for low impedance on the right ventricular (rv) lead. After manual testing, impedance readings were acceptable and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.